Manufacturer narrative:
Coating lost.

Event description:
It was reported on 4/12/07 that the device in question (guidewire) was positioned inside the microcatheter in the correct place to inject hystoacryl in the pt. The dr tried to withdraw the guidewire and noticed that it was almost totally stuck to the microcatheter. The microcatheter and guidewire were removed, where it was possible to separate the devices without complications. The dr noticed that the guidewire lost its hydrophilic coating. The embolization procedure of an intracerebral (frontal) arteriovenous malformation was completed with another device of the same type. It was reported that there were no pt complications and that the pt condition was good.